Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts, the healthcare provider has not provided any additional information regarding the reason for explant, and device status for return/evaluation; therefore, no additional investigation into the root cause of this event can be performed. There has been no information to suggest a device malfunction or a quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak. According to the operative report, there were two areas of perivalvular leak. Upon inspection of the valve, there were no signs of any deterioration. On inspection of the annulus, there were 2 areas where it appeared to be a simple suture technique pulled away from the annulus. The valve was removed and replaced with another edwards bioprosthetic valve. Per the surgeon, the reason for explant was procedure related and not due to a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' bioprosthesis was explanted after an implant duration of approximately 69 months. The reason for explanting the device was not provided, and no further details were reported.